Manufacturer narrative:
The reported event, was confirmed. A picture was attached at intake. It was visually observed the housing had a weld fracture.

Event description:
The user facility reported that the weld broke on the housing during a procedure. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no surgical delay.